Event description:
The hospital reported that vasoview hemopro 2 c ring split in half while harvesting but stayed attached to rods. A new device was used without further incident. No harm occurred to patient. There was no case delay.

Manufacturer narrative:
Tw (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.